Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for pump error. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, pump error found at the formatted history file. The pump had intermittent non-sleep anomaly software error. The pump was received with cracked case on the back at the battery tube area. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. Pump was received with stained and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.